Manufacturer narrative:
No sample or lot # was returned for investigation. Evaluation: conclusions: no evaluation will be performed. No conclusion can be drawn. No root cause could be determined. No corrective actions taken.

Event description:
The event is reported as: complaint alleges that the bronchial side of the tube collapsed during a procedure and the left lung could not be deflated. Since the chest was already opened, the case had to be completed with the left lung inflated. The pt's condition is reported as being fine.